Event description:
A customer contacted beckman coulter and reported that high basophils (ba) results were generated by coulter ac t 5diff al analyzer on all controls and intermittently on patient samples. The customer submitted printouts for eleven (11) patient samples run over five days. All runs were without instrument generated messages. This report is for patient results obtained on (B)(6) 2011. In addition to higher ba, printouts show lower neutrophils for all samples, and higher lymphocytes for some samples. Per customer, at least one sample per day demonstrated higher ba than expected and at least 40 samples have been affected over all. The customer is uncertain if erroneous results were reported out of the laboratory because the problem is intermittent; however, the customer spoke with the medical director regarding impact to patient if results had inadvertently been reported out and they stated there has been no change to patient treatment associated with this issue. Samples observed to have high ba values were sent to another laboratory for verification. Correct results were obtained by having the samples rerun at another laboratory on a different act 5diff instrument. No death or injury is attributed to this event.

Manufacturer narrative:
Samples were collected by venipuncture and tested within an hour of collection. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse determined the elevated ba results are related to the sample with higher hemoglobin (hgb) values. Bleaching the wbc lyse path through the heater block helped decrease the effect and bring the results within limits. The fse scheduled a return visit with the customer to replace the heater block tubing with the never tygon type. The fse verified the repair per established procedures and results meet published performance specifications. On (B)(6) 2011, a customer technical support (cts) sent a replacement for the customer's wbc lyse reagent. On (B)(6) 2011, the fse installed parts and performed a preventive maintenance (pm) per the checklist. The fse verified repair per established procedures and results meet published performance specifications. Patient results have been normal since bleaching the reagent path last week. Mdrs being reported on this issue: 1061932-2012-00072, 1061932-2012-00073, 1061932-2012-00074, 1061932-2012-00075, 1061932-2012-00076.